Event description:
A 6f angio-seal evolution was deployed in a right artery femoral puncture following a pre-deployment angiogram. Twenty-four hours post-procedure, the pt felt a "pop" in a groin when he sat on the toilet and presented with a hematoma. Ultrasound revealed a moderate hematoma and minimal retroperitoneal bleed. Manual compression was applied for 1 hour, and the pt was hospitalized. The pt was taking aspirin. The pt is stable and was discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.